Event description:
Information received indicates the foot end brakes will not hold and continue to swivel.

Manufacturer narrative:
The technician found the foot end casters and supports were broken. The technician replaced the foot end casters and supports to repair the bed.